Event description:
It was reported that a malfunction alarm occurred with the code malf 0, but no notable events preceded the malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to report back if any issues arise.